Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer high blood glucose reading started on (B)(6) 2017. Customer declined troubleshooting for high blood glucose reading. Customer reported crack on the back of the insulin pump. Customer treated their blood glucose reading with bolus and manual injection. Customer also had 293 mg/dl blood glucose reading. Insulin pump will not be returning for analysis.